Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer was not able to interrogate; the rf (radio frequency) head connection was found loose on the lem (link electronic module) printed circuit board assembly. (B)(4).

Event description:
It was reported the programmer will not interrogate a device even with a new rf (radio frequency) head. It was questioned if it was a short in the rf head port. The programmer was returned for repair. No patient complications have been reported as a result of this event.